Manufacturer narrative:
This report is for an unk - biomaterial - cement: vertecem v+/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, during a procedure after the screw was deployed, the cement was applied. The surgeon confirmed through images that the cement had leaked. Furthermore, postoperative CT revealed that the cement had leaked into the blood vessel, too. Remarks: this (B)(4) and (B)(4) are involved with the same event. (B)(4) (synthes spine): cement. (B)(4) (depuy spine): screw. This report is for one (1) unk - biomaterial - cement: ve. This is report 1 of 1 for complaint (B)(4).